Event description:
During a case at (B)(6), the following was observed: channels 1 and 2 met specifications during testing. When the case started, the iceballs were too small. During the case, the customer used channel 1, and only a little amount of ice was forming. They got the same result with channel 2. The customer changed the argon tank with a new one and tried channels 1 and 2 for a second and third time and got the same result. The customer tested the needles in water successfully. The pt was under anesthesia when the failure occurred. There was a small lesion to be treated, but the doctor was unable to perform the procedure. The case could not be finished.